Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent left total hip arthroplasty due to increasing left hip pain. Doi: (B)(6) 2004. Dor: (B)(6) 2013. Affected hip: left. This is a link of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records were received: on (B)(6) 2013 sticker sheet page 8 of 12 notes a poly liner and metal head. On (B)(6) 2014, paint had left hip pain and numbness in groin and proximal hip, limited range of motion. Physical examination showed range of motion ¿fairly well¿ with a slight loss of internal rotation. The doctor reported that the patient¿s hip appears to be functioning well, and that they were ¿likely¿ ¿sustained a soft tissue injury that appears to be resolving¿. (No invasive treatment prescribed) on (B)(6) 2016, patient has difficulty reaching their foot due to limits of internal rotation. The left leg is longer by approximately 1 cm. The was noted to also have dysplasia or early degenerative changes to the right hip. The patient is to wear a shoe raise to help level the pelvis.